Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the peel away sheath broke into two pieces while being separated. The physician used hemostats to pull the remaining sheath apart and was able to finish placement of the port.